Manufacturer narrative:
An event regarding size/fit issue involving an unknown broach was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation:not performed, no surgical delay reported and no adverse consequences to the patient were reported. -device history review: not performed as the device details are unknown. -complaint history review: not performed as the device details are unknown conclusions: the exact cause of the event could not be determined because insufficient information was provided. Return of the device is needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Primary right hip surgery (patient had screws and plates implanted prior in their hip - had a greater trochanteric osteotomy with 2 screws in the trochanter and plates and screws in the acetabulum as well which made this primary surgery more complicated) - when surgeon broached and implanted #2 accolade tmzf stem, surgeon noted the stem sat low in canal. Sales rep stated they used new broaches and surgeon re-broached and implanted 2.5 accolade stem which seated correctly and surgery was completed without any delay or further complication.

Manufacturer narrative:
Catalog number is unknown at this time. Device description reported as unknown broach. A supplemental report will be submitted upon completion of the investigation. Instrument.

Event description:
Primary right hip surgery (patient had screws and plates implanted prior in their hip - had a greater trochanteric osteotomy with 2 screws in the trochanter and plates and screws in the acetabulum as well which made this primary surgery more complicated) - when surgeon broached and implanted #2 accolade tmzf stem, surgeon noted the stem sat low in canal. Sales rep stated they used new broaches and surgeon re-broached and implanted 2.5 accolade stem which seated correctly and surgery was completed without any delay or further complication.